Manufacturer narrative:
The initial MDR 2432235-2017-00217 was filed on march 31, 2017. Additional information (05/11/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The customer had recalibrated the assay prior to performing a second repeat run for cholesterol and obtaining a result of 244 mg/dl. The hsc specialist stated that recalibrating alone may not have resolved the issue as all samples and quality controls would be affected by a calibration issue. The hsc specialist concluded that the issue may have been caused due to a sample related issue, such as inadequate sample handling or random error. The cause of the discordant, falsely low cholesterol result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that calibrations and quality controls for chol were within acceptable range. The cause of the discordant, falsely low chol result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low cholesterol (chol) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher both times and matching the clinical picture of the patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low chol result.